Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. The required term/code for this report was unavailable. Since the device passed all testing, a component code for annex g could not be found. As this field was mandatory, the entry ""appropriate term/code not available"" was used instead.

Event description:
Customer reports red crusty rash. Dermatologist seen and prescribed an unspecified ointment to be applied 3 times daily.